Event description:
Customer reported the right leg extension is missing a button. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right insert assembly. System operates as intended.